Event description:
The lay user/pt contacted lifescan in 2007, and alleged an issue with her one touch ultra meter. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first began on the event date, at 5am. She further mentioned that after the reported issue began, she felt symptoms of being shaky and nervous. She treated self with food/beverage. The pt did not receive/require medical treatment. The pt had reported that the meter displayed the time on the bottom right of the display upon inserting the test strip. The pt was walked through resetting the meter. This complaint is reported because the pt alleged that the time was displayed upon test strip insertion and she experienced symptoms of low blood glucose after the reported issue started. The pt treated self with food/beverage. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.